Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the balloon was confirmed as manufacturing related. One 16fr tri-funnel replacement device was returned for investigation. The balloon was not inflated. Residue was observed within the medicine port. A microscopic examination revealed that the white plug was present, but not correctly located within the distal end of the inflation lumen. An attempt was made to inflate tri-funnel balloon with water, but the infused liquid bypassed the balloon and exited from the distal end of the device due to the incorrect plug location. New information: a lot history review (lhr) of ngav2781 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that the catheter naturally "fell out" and there was a pinhole in the balloon.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of leaking from the balloon was confirmed as manufacturing related. One 16fr tri-funnel replacement device was returned for investigation. The balloon was not inflated. Residue was observed within the medicine port. A microscopic examination revealed that the white plug was present, but not correctly located within the distal end of the inflation lumen. An attempt was made to inflate tri-funnel balloon with water, but the infused liquid bypassed the balloon and exited from the distal end of the device due to the incorrect plug location. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the catheter naturally "fell out" and there was a pinhole in the balloon.